Manufacturer narrative:
Corrected data: d.6b

Event description:
Patient reported left side "capsular contracture, possible baker grade iii/IV and "hard, looks deformed, and can't sleep on my side because it hurts". The device has been explanted.

Event description:
Patient reported left side "capsular contracture, possible baker grade iii/IV and "hard, looks deformed, and can't sleep on my side because it hurts". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Upon further information, allergan has determined the event of "capsular contracture, possible baker grade iii/IV" did not occure.